Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the device exhibited myopotential inhibition. Review of electrocardiogram noted low level, high frequency noise that was inhibiting pacing. The patient reported nausea and was externally defibrillated. The recommended programming changes were not made as they were not appropriate due to patient¿s device unrelated illness. Physician decided to replace the right ventricular lead as it has chronic increasing impedance issue also but the procedure was unsuccessful due to patient¿s anatomy. Patient will be monitored.